Event description:
It was reported by the customer that the laser was not powering enough during a procedure and the procedure was not completed. There were no patient complications.

Manufacturer narrative:
A review of the device history record for the reported stonelight laser confirmed that the device met all material, assembly and performance specifications. Analysis was unable to replicate the fault condition. It is suspected that the issue was related to the fiber being used during the surgical procedure. The system passed full functional and electrical safety testing. Based on the investigation and a successful functional test, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported by the customer that the laser was not powering enough during a procedure and the procedure was not completed. There were no patient complications.